Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2017 with the following findings: . A "intermittent power" event was not duplicated during investigation. Black box shows evidence of unexplained power on reset events on complaint date. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications,. Battery compartment crack observed in thread area. No evidence of contamination inside battery compartment. Cover crack observed between corner of display lens and case seal. Base crack also observed between case seal and keypad. A 24 hour basal program was run with returned battery cap. No reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump.